Event description:
It was reported that gel separated from arctic gel pad. Per review of attachment, the incident had occurred during use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened medium arctic gel right chest pad present with no original packaging. One photo sample was also received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no kinks present. Hydrogel had peeled from part of the right chest pad and was bundled on the pad. This is consistent with the returned photo. No crushed dimples or signs of overlamination in the pad. The returned photo shows the hydrogel layer of a right chest pad adhering to the patient's chest while the pad itself had peeled away. The layer is also bundled together and not aligned with the imprint of the pad edges on the patient's skin. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The instructions-for-use under baw7667062 rev 0 were reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.